Manufacturer narrative:
Though requested of the reporter, the device has not been returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after loading the intraocular lens(iol) into the injector, the iol was protruding out the side of the injector. The protrusion was noticed during preparation for use, and there was no contact or injury to the patient.

Manufacturer narrative:
The device was returned and evaluated. Microscopic examination was performed and found two tears on the side of the cartridge body. One tear exhibited the lens protruding through the side of the cartridge body and the other tear was in close proximity to the first tear. No damage was observed in the cartridge tip, the plunger rod was up against the back of the optic, and little to no viscoelastic was visible in the loading deck or cartridge. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.